Manufacturer narrative:
The devices remain functioning in the patient. Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Plaste note: attached list of additional devices implanted in this patient and related to this event.

Event description:
In 2003, this patient was implanted with a gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component. Some time between implant date and in 2007, the patient underwent a secondary procedure, a femorofemoral bypass, to resolve thrombosis. On the event, the patient was indentified with aneurysm enlargement. The physician plans to reline the devices in the near future.